Manufacturer narrative:
The reference to device thrombus is covered under MFR# 2916596-2017-01309. (B)(4). Approximate age of device ¿ 1 year and 9 months. Device evaluation: the explanted pump was returned for evaluation. This medwatch report covers the incidental investigation findings of driveline damage. The pump was returned assembled with the driveline severed approximately 4 inches from the pump housing and an approximately 12.5 inch portion of the severed driveline was returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. Distortion to the bionate layer was identified at approximately 3 inches from the pump housing. Breakdown of the metal shielding was identified at approximately 12.5 inches from the pump housing. An initial visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test revealed current leakage in the insulation of the black and brown wires that would have resulted in an electrical short. A second visual inspection identified a breach in the insulation at approximately 12.5 inches from the pump housing on the black and brown wires. The damage appeared to be consistent with abrasion damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying black and brown wire conductors were exposed. Although no alarms were reported, red heart alarms could have occurred as a result of the exposed conductors of the black or brown wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2017, the patient underwent a pump exchange due elevated lactate dehydrogenase (ldh). During investigation of the returned pump, damage to the driveline was found.